Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A neuro coordinator reported a slippage and laceration with the a1059 mayfield modified skull clamp. The physicians positioned the (B)(6) year old female patient prone for a craniotomy on (B)(6) 2019. Afterward the system was locked, the rocker arm was adjusted by unlocking the two-pin locker and relocking it. The patient slipped prior to surgery and received a 1.5 inch laceration that was closed with staples. There was a 10 minute delay in surgery. The patient was stable.

Manufacturer narrative:
This unit was tested under pressure, and when properly positioned, repair could not duplicate a problem that would cause a laceration. Complaint not confirmed. The locking knob has a positive lock, with little to no movement in the swivel base while locked. Some residue build up is present from repeated cleanings. The 80# torque knob test good on pressure, and the rocker arm skull pin holes pass the go -nogo gage. Disassembly of the swivel lock will require replacement of retainer screws, general maintenance and cleaning required. The device history record for item a1059 lot 177 and listed in this complaint a total of 158 were produced of this lot in 2017. No abnormalities related to the reported incident was found nor were there any variances, mrr¿s or reworks associated with this lot/work order number. No service history on file. Root cause of complaint event was unknown.

Event description:
N/a.